Manufacturer narrative:
A medtronic representative, following up with the site, replaced the monitor cable and performed a navigation system check-out, all areas passed.

Manufacturer narrative:
On 02/05/2016, further review found that the reported event was related to a navigation system that employs two separate monitors. If one monitor is not working it may be an inconvenience, but the site is still able to navigate with the other functioning display, thereby unlikely to cause serious harm. The initial MDR was submitted in error, and the reported event should not have been considered a reportable malfunction.

Manufacturer narrative:
Return requested for ext wide surgeon lcd cable. Return requested for surgeon touch 24 lcd monitor. No parts have been received by manufacturer for analysis. On 01/06/2016 a medtronic representative performed a navigation system check-out. Hardware test failed. The navigation system surgeon monitor was noisy. Impossible to reproduce the flickering problem reported by the site. Replacing monitor cable eliminated the noise issue. The monitor will also be replaced with replacement monitor. No further issues have been reported.

Event description:
A site biomed representative reported that while in a spine procedure, the site's navigation system surgeon monitor was randomly flickering. A kind of "bzzzzzzzz" noise was reported to be coming out of the same monitor. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.